Event description:
The complainant stated they did a blood surgar test on the pt on the morning of the event date and received a result of 7.1 mmol/l (approx 130 mg/dl). It is assumed that the pt was not feeling well and coupled with what appeared to be a very low result called the paramedics. The pt was taken to a hosp and upon arrival their blood sugar was 540 mg/dl. Pt was kept in the hosp and was released later that day with a blood sugar of 350 mg/dl. While on the phone it was explained to the customer that the meter was set to mmol/dl not mg/dl. The customer explained that this change just happened the day of the event and to their knowledge no change to the unit was initiated by anyone. Electronic checks were performed and were found to be satisfactory. A request was made to return the system for eval. In the meantime a replacement unit has been provided.